Manufacturer narrative:
E:1 patient city: sant cugat del valles. Patient country: spain . Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: ca . Post office: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced infusion set tape not sticking issue on (B)(6) 2026.